Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic, moderately calcified lesion was located in a moderately tortuous left anterior descending artery (lad). After predilation with a 2.5 mm balloon the physician attempted to reach the lesion with a taxus express2 8.8% 2.75 x 20 mm stent. However, the stent could not cross the lesion. The physician then decided to retract the taxus stent back into the guide catheter. However, the taxus stent would not retract back into the guide catheter. The device was removed separately in one pull. Upon removal of the taxus stent strut damage was noticed. No pt complication or injury was reported. The procedure was successfully completed using another taxus express2 8.8% 2.75 x 20 mm stent. Pt status is reported to be satisfactory/good."